Manufacturer narrative:
The device was evaluated by zoll approved business provider. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The smart pneumatic board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.